Event description:
Caller reported pixel issue on pump display, affecting their ability to interact with and read the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.